Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient had his previous artificial urinary sphincter (aus) device removed on an earlier date due to unspecified reasons. The patient was implanted with a new aus.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the patient had his previous artificial urinary sphincter (aus) device removed on an earlier date due to unspecified reasons. The patient was implanted with a new aus. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.